Event description:
It was reported that the device had a power shutdown during use. No patient injury was reported.

Manufacturer narrative:
The device was not returned for evaluation, thus visual inspection and functional testing could not be performed. A relationship, if any, between the subject device and the reported event could not be determined. Therefore, there is insufficient information to determine the root cause. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.